Event description:
Loss of cardiac images on a raid system due to a malfunction with the interface server. Approx 1-3 images per pt study were corrupted. The affected studies still contained an average of 10-15 available images and therefore no pt had total image loss.